Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) concomitant drugs were oxycodone ir and fentanyl. Medical history included back pain, thoracic/lumbosacral neuritis, and squamous cell carcinoma of the tongue. The pump was examined (B)(6) 2014 and the last change was (B)(6) 2014. The pump was delivering dilaudid 0.5 mg/ml; 0.49996 mg/day, baclofen 100.0 mcg/ml; 99.99 mcg/day and bupivacaine 6.7 mg/ml; 6.6995 mg/day. Infusion mode was simple continuous. The pump was updated 06/26/2014 to deliver a 20 % decrease in the daily dose dilaudid 0.5 mg/ml; 0.39977 mg/day, baclofen 100.0 mcg/ml; 79.95 mcg/day and bupivacaine 6.7 mg/ml; 5.3569 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen intrathecal (dose, concentration, lot # not provided) and hydromorphone intrathecal. The indication for use was malignant pain. On (B)(6) 2014, the pump had been refilled/reprogrammed. On (B)(6) 2014, the patient felt over-medicated, and as a result, the pump was re-programmed on (B)(6) 2014. On (B)(6) 2014, the patient experienced nausea and vomiting. On (B)(6) 2014, the patient experienced headaches, dizziness, numbness, and drowsiness. As a result, zofran fluid, and caffeine were administered to the patient. The event was related to the device or therapy, specifically related to the intrathecal hydromorphone and intrathecal baclofen. The drug action that caused the event was therapy initiation. The event was not related to the procedure. The ¿over-medicated¿ feeling, nausea, and vomiting were thought to be secondary to withdrawal during the transition from oral opioids to intrathecal opioids, ¿headaches, dizziness, numbness, and drowsiness.¿ the clinical diagnosis of the event was intrathecal medication side effects. The event had resolved without sequelae on (B)(6) 2014. It was also reported that the patient experienced a positional headache, diagnosed on (B)(6) 2014 (one week after implant). This event was related to the procedure, specifically to the surgery/anaesthesia., and it was not related to the device/therapy. Intervention of the event was a non-surgical approach to increase the intake of fluids and caffeine on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014. Information regarding the patient's medical history or other medications taken at the time of the event were not provided. Additional information has been requested, but it was not available at the time of the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.